Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (15 mg/ml at 9.595 mg/day), bupivacaine (10 mg/ml at 6.397 mg/day), and clonidine (750 mcg/ml at 479.75 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. On 30-sep-2019 the hcp reported that the patient had come in for a pump refill on (B)(6) 2019 and as she was emptying the reservoir, she pulled back 11 ml of clear fluid and then the other 4 ml that was pulled was serous fluid. The expected volume was 7.1 ml. She then changed to a new 10 ml syringe filled with saline and flushed the reservoir. When she pulled back the 10 ml of saline, she got serious fluid at the end of the aspiration again. She used another 10 ml of saline to flush and got back the same results with the serous fluid. She ended up refilling the pump with the prescribed drug and programmed the pump like normal. She was not using a manufacturer¿s refill kit during the procedure but was using a 22-gauge non-coring needle. She stated that she had been doing this for 9 years; she knew what she was doing; and she was certain she was in the reservoir the whole time. No patient symptoms were reported. Nothing had changed clinically with the patient; the patient had been getting good therapy. No further complications have been reported as a result of this event.